Event description:
It was reported that during a da vinci hysterectomy procedure, while performing a pelvic lymphadenectomy a blade on the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the planned procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the wire attached to one of the jaws broke and the forceps became stuck inside the endoscope. The device was removed from the scope and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left blade was returned detached from the instrument. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. No other damage was found.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the physician, the broken piece was successfully retrieved from the patient.